Event description:
For the past two weeks the patient experienced a loss of therapeutic effect. She started a new medication at that time. When she checked the device, it was off. It is unknown how or when the device turned off. The patient was able to turn the device back on and was directed to her physician.